Event description:
It was reported that during y-stenting for an anterior communicating artery (acom artery) aneurysm, subject stent was deployed and to complete the y-stenting, a second stent was being deployed. During the deployment of the second stent, it fractured the first one (subject device), causing damage with a stent marker that was left in an artery where it wasn't deployed. There was no attempt to remove the damaged stent, and the procedure was completed with coiling. The patient is having bilateral lower extremities weakness and administered integrilin drip for platelet aggregate. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. It was reported that 'this stent was deployed in the anterior communicating artery across the neck of the aneurysm. A second stent was deployed through this stent to form a y-formation for a y stent coil. ¿while deploying the second stent it fractured the 1st one. With tines right at the aneurysm and the other tine out the other a2¿ ¿access of the artery to deploy each stent was not unusual. Going back through the first stent the wire got a little resistance through it but it went up all the way no with no issues. Normally you see the tines move, they did not move. It deployed and then the tines were not visible.¿. It was clarified in the good-faith efforts (gfe) follow-up replies that tines refer to the 3 radiopaque markers located at the distal and proximal sides of the atlas stent. When asked about the patient's condition the reply received is that 'the dr. Cannot get back to the area of platelet aggregate to treat the area because they cannot get across the damaged stent'. When asked 'how is the patient current condition?', this was answered by stating that 'the patient is still inpatient with bilateral lower extremities weakness and on an integrilin drip for platelet aggregate'. When asked to 'confirm that the patient having bilateral lower extremities weakness is due to the reported issue or not present before the procedure', the reply is that 'the bilateral leg weakness was not reported from the intervention on the date of the y stent procedure'. The risk of the reported patient vessel thrombosis and patient neurological deficit is documented in the atlas dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to these reported codes patient vessel thrombosis and patient neurological deficit. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to as reported codes, stent broken/fractured during use and radio-opaque (ro) marker(s) detached/separated/not visible under fluoroscopy.

Event description:
It was reported that during y-stenting for an anterior communicating artery (acom artery) aneurysm, subject stent was deployed and to complete the y-stenting, a second stent was being deployed. During the deployment of the second stent, it fractured the first one (subject device), causing damage with a stent marker that was left in an artery where it wasn't deployed. There was no attempt to remove the damaged stent, and the procedure was completed with coiling. The patient is having bilateral lower extremities weakness and administered integrilin drip for platelet aggregate. No further information available.